Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 203 mg/dl. Customer was not able to complete troubleshooting due to not being able to detach from insulin via quick release. Customer would continue to try to release and will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.